Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was involved in a car accident approximately a year ago and subsequently was no longer receiving effective stimulation in the desired areas from her scs systems (reference MFR. Report #1627487-2015-06348 and 1627487-2015-06349).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015 to replace the patient's ipgs (reference MFR. Report #1627487-2015-05483 and 1627487-2015-05484). No action was taken in regards to the patient's previously reported lead issue. The patient would like to heal following surgery before her scs system is turned on. Scs system stimulation will be evaluated at that time and the patient will follow up with her physician should any additional action need to be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient met with an sjm representative at which time her systems were turned on and effective stimulation was reportedly restored. The issue has resolved.